Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited noise due to suspected myopotential. The pacemaker device was also abandoned with pacing and therapies programmed off per physician's request in the same surgical intervention due to therapy upgrade, and a new biventricular system was implanted. As per information from the field representative, the rv lead remains connected to the abandoned device. The rv lead was successfully replaced. No additional adverse patient effects.